Event description:
It was reported during a da vinci s surgical procedure the grasping retractor instrument was noted to have a broken cable. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument cable was broken. The one grip close cable was broken at the distal idlers pulley. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. The other cables at wrist were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.